Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with an issue with the battery during programming/set-up. There was no report of patient injury or medical intervention necessary. Baxter's review of the device event history determines that this incident interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional test were performed. Device evaluation confirmed the reported condition of a battery failure. The root cause could not be determined at this time. No repairs have been performed at this time since this is a baxter owned device. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.